Event description:
It was reported that this patient presented to the emergency room (ER) due to a pacemaker anomaly. It was noted that this right ventricular (rv) lead exhibited loss of capture. Upon device interrogation, a lead safety switch (lss) was triggered as a result of rv lead impedance measurements greater than 3000 ohms. It was also noted that there was noise with isometric testing. The patient had heart rate in the 30 beats per minute (bpm) range and is pacing dependent. Patient has a temporary lead in service. Physician plans to revise the rv lead. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this patient presented to the emergency room (ER) due to a pacemaker anomaly. It was noted that this right ventricular (rv) lead exhibited loss of capture. Upon device interrogation, a lead safety switch (lss) was triggered as a result of rv lead impedance measurements greater than (B)(4). It was also noted that there was noise with isometric testing. The patient had heart rate in the 30 beats per minute (bpm) range and is pacing dependent. Patient has a temporary lead in service. Physician plans to revise the rv lead. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this rv lead was found to be fractured. This lead was explanted and replaced with a new rv lead. It was noted that this patient experienced loss of consciousness. No additional adverse patient effects were reported.